Manufacturer narrative:
Evaluation results: root cause undetermined; no results available since no evaluation performed- device not provided for review. Evaluation conclusion: unable to confirm complaint - no device returned for review. Root cause undetermined. Inconclusive ¿ investigation in progress. (B)(4) - ¿the relationship between re-endothelialization and endothelial function after des implantation: comparison between paclitaxel eluting stent and zotarolims eluting stent.¿

Event description:
This study investigated the relationship between re-endothelialization and endothelial function after drug eluting stent implantation. A total of 14 patients who were diagnosed with stable angina and were treated with a single stent (zes (zotarolimus eluting stent): n=7, pes (paclitaxel eluting stent): n=7) for a de novo single lesion in the coronary arteries. Endeavor zotarolimus eluting stents (zes) were implanted in the lad or rca of prospective patients . Non-medtronic pes stents were implanted in the lad or lcx vessels of prospective patients. Dual antiplatelet therapy with aspirin and clopidogrel was maintained for 9 months following implantation. For all procedures, ivus-guided stenting was performed. Stenting was performed up to full stent-vessel wall apposition. At 9-month follow-up, endothelial function was estimated by measuring the coronary vasoreactivity in response to acetylcholine (ach) infusion into the coronary arteries (ach1: 20 ug; ach2: 50 ug; ach3: 100 ug for 1 min, performed at an infusion rate of 5 ml/ min); a 5-min interval was allowed between doses. When the ach maximum dose was reached, an intracoronary bolus injection of nitroglycerin (200ug) was administered. After evaluation of endothelial function, oct was performed to assess the re-endothelialization after drug eluting stent implantation. The neointimal thickness (nit) inside each strut, strut coverage, and malapposition at every 1 mm cross-section were evaluated. Zes compared with pes, showed more homogeneous neointimal coverage of stent struts and low rate of malapposition. Vasoconstriction in response to ach in the peri-stent region was also less pronounced in zes than pes. In particular, vasoconstriction was more often observed in cases with inhomogeneous neointimal coverage of stent struts in the pes group. The findings suggest that endothelial function seems to be better preserved with zes than pes, and homogeneous neointimal coverage of stent struts seem to be associated with the preserved endothelial function.

Manufacturer narrative:
Evaluation results: device performed according to specifications (after the elution of the drug neointimal coverage of the stent struts is expected). Conclusion: no device failure (after the elution of the drug neointimal coverage of the stent struts is expected). (B)(4)